Event description:
Customer reportedly received results of 297 mg/dl and 131 mg/dl within 10 minutes on the compact plus system. High blood glucose symptoms were reported with these results. Customer had taken insulin after testing 297 mg/dl. No adverse event reported. Requested return of suspect device and replacement was sent.